Manufacturer narrative:
Additional information was received via the crf on 1/25/2012. Corrected information: only one stent (cypher rx 2.25 x 23) was implanted in the lm and proximal circ during the index procedure. The proximal circumflex and distal left main were treated with the same stent. Additional information: approximately two years after the index procedure, angiography revealed subtotal occlusion of the circumflex and revascularization was performed. The event was considered to be probably related to the cypher stent and was treated with a xience stent. At that time, the patient developed an access site hematoma that was medically managed and not considered to be related to the cypher stent, but possibly the study drug. The sheath used for the procedure was non-cypher. In addition, it was noticed that the ckmb was elevated to 10.6 (uln 6.3) 16 to 24 hours after the index procedure. Updated complaint conclusion: the complaint received states that this (B)(4) study patient experienced elevated enzymes peri-procedurally, coronary artery occlusion one week post index procedure, and approximately two years post index suffered restenosis. This is a (B)(6) male with medical history including previous pci, family history of coronary artery disease, hyperlipidemia, atrial fibrillation, myocardial infarction, and skin rash. The patient received one cypher stent, in the left main and into the proximal circumflex. The cypher stent in the left main jailed the lad which had previously been bypassed. In addition, it was noticed that the ckmb was elevated to 10.6 (uln 6.3) 16 to 24 hours after the index procedure. One week after the index procedure, the patient complained of angina and a coronary angiogram was performed. A revascularization was performed in the lm portion of the stent. The revascularization was performed to further dilate the previously implanted stent. There was no thrombosis or restenosis. The stent portion in the proximal lcx was patent. Approximately two years after the index procedure, angiography revealed subtotal occlusion of the circumflex and revascularization was performed. The event was considered to be probably related to the cypher stent and was treated with a xience stent. At that time, the patient developed an access site hematoma that was medically managed and not considered to be related to the cypher stent, but possibly the study drug. The sheath used for the procedure was non-cordis. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15056625 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and underlying coronary disease. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient's history is significant for previous pci, family history of coronary artery disease, hyperlipidemia, atrial fibrillation, myocardial infarction, and coronary artery bypass graft surgery and skin rash. The indication for the procedure was a positive functional ischemia test. Two lesions were identified, the left main artery and the circumflex (cxf). The left main was described as heavily calcified, tortuous, de novo, 20mm in length and 2.25mm in diameter. The lesion was direct stented with a 2.25mm x 23mm cypher stent at 22 atms. The stent was not post-dilated. The left anterior descending artery was occluded with the implant of the stent, no treatment was performed, and the lad had been previously bypassed. The cfx was described as 2.25mm x 23mm, calcified, de novo, and tortuous. The lesion was pre-dilated followed by the implant of a 2.25mm x 13mm cypher stent. A week later, the patient complained of chest pain, angiography was performed and the physician felt that the stent in the left main could have been post-dilated during the index procedure, so balloon angioplasty was performed. There was no evidence of stent thrombosis or restenosis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Side branch occlusion and under expansion are known potential adverse events associated with implanting coronary artery stents. Review of the information provided suggests vessel/lesion characteristics and /or procedural factors may have contributed to the reported events.

Event description:
The (B) (6) male patient was enrolled in the (B) (4) study. The patient received two cypher stents, one in the left main and one in the proximal circumflex. The cypher stent in the left main jailed the lad which had previously been bypassed. One week after the index procedure, the patient complained of angina and a coronary angiogram was performed. A revascularization was performed in the cypher stent located in the left main. The revascularization was to further dilate the previously implanted stent. There was no thrombosis or restenosis. The stent in the proximal cx was patent.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.